Manufacturer narrative:
(B)(4). Reported event was able to be confirmed via x-ray report. Review of x-rays revealed a periprosthetic fracture of the right proximal femur. Fracture extended both medial and lateral to the prosthesis. The acetabular component appeared unremarkable and the components were anatomically aligned. The femoral component was almost certainly loose secondary to the periprosthetic fracture. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient suffered a periprosthetic bone fracture. The patient was scheduled for a revision, however during surgery, it was noted that the stem was well fixed. Stem was not explanted. Screws and plates were used instead to repair the fracture. Attempts to obtain additional information have been made; however, no more is available at this time.